Event description:
It has been reported that the drill bit contained in the ip2.p kit continues to turn within the drill chuck even after extreme tightening as it reaches the inner table of the skull due to the smooth round end of the bit, as compared to a triangular or hexagonal end that allows the drill to "grab" the end of the drill bit to maintain its grip while drilling.

Manufacturer narrative:
The device involved in the reported incident is not available for return. An investigation has been initiated based on the reported information.